Event description:
The procedure was for the embolization of a large temporal avm. Onyx liquid embolic was injected over a 44 minute period. During the proceudre, the catheter was entrapped in refluxed onyx, and upon removal, separated approxiamtely 10cm from the distal tip. The remaining section of catheter was left in the basilar artery. The reflux eas not readily visible, as there was a secondary pedicle behind the access pedicle, which made visualization and the ability to distinquish between the two vessels difficult. The physician was satisfied with the injection which treated a significant part of the avm. There was no patient complication.